Event description:
The customer obtained a non-reproducible, false positive vitros total b-hcg ii patient result for a single patient sample (sample result = 85.22 miu/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat result 1 < 2.39 miu/ml), and a corrected report was issued. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, false positive vitros total b-hcg ii patient result was obtained for a single patient sample. The samples involved may not have been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. There is no evidence that the vitros eciq analyzer or the vitros total b-hcg ii reagent had malfunctioned. However, an instrument related issue, a reagent related issue, and/or improper pre-analytical sample processing cannot be ruled out as possible contributing factors.